Event description:
It was reported: the procedure was a scaphoid lunate fusion. The screw was through both carpals and the head (blue part) disengaged from the shaft of the screw during the application of the compression portion of surgery. Case was delayed about 45 mins to an hour.

Manufacturer narrative:
Correction: refer to d9/h3 device availability. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: the procedure was a scaphoid lunate fusion. The screw was through both carpals and the head (blue part) disengaged from the shaft of the screw during the application of the compression portion of surgery. Case was delayed about 45 mins to an hour.